Event description:
Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2/flu/rsv tested on the genexpert instrument. Customer collected sample from a patient with no symptoms of covid-19. Patient had received influenza vaccine less than an hour before sample was collected. Patient sample was collected (B)(6) 2020 and tested same day using xpert xpress sars-cov-2/flu/rsv, resulting in sars-cov-2 negative, flu a positive, flu b positive, rsv negative (reported to physician). Retest-1 was run (B)(6) 2020 using xpert xpress sars-cov-2/flu/rsv, resulting in sars-cov-2 negative, flu a positive, flu b positive, rsv negative (reported to physician). Retest-2 was run (B)(6) 2020 using xpert xpress flu, resulting in flu a negative, flu b negative (reported to physician). Discrepancy is not for sars-cov-2; discrepancy is for flu a and flu b. Review of data provided by the customer showed no evidence of product malfunction and there was no reported patient harm.

Manufacturer narrative:
"Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2/flu/rsv tested on the genexpert instrument. Customer collected sample from a patient with no symptoms of covid-19. Patient had received influenza vaccine less than an hour before sample was collected. Patient sample was collected (B)(6) 2020 and tested same day using xpert xpress sars-cov-2/flu/rsv, resulting in sars-cov-2 negative, flu a positive, flu b positive, rsv negative (reported to physician). Retest-1 was run (B)(6) 2020 using xpert xpress sars-cov-2/flu/rsv, resulting in sars-cov-2 negative, flu a positive, flu b positive, rsv negative (reported to physician). Retest-2 was run (B)(6) 2020 using xpert xpress flu, resulting in flu a negative, flu b negative (reported to physician). Review of data provided by the customer showed all tests showed normal amplification curves. Flu negative test data did show a weak curve with low epf for flu a. Root cause is due to possible interference caused by one or more of the multiple unidentified medications patient takes for mental health. Patient having been received injectable flu vaccine just before sample collection would not cause flu positive result. There is no evidence of product malfunction and there was no reported patient harm. Discrepancy is not for sars-cov-2; discrepancy is for flu a and flu b. Note for device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress sars-cov-2/flu/rsv test and the unavailability of that product lot to be returned to cepheid."